Manufacturer narrative:
On 06/07/2010 a bci field service engineer (fse) performed unit repairs. Service was cancelled when the customer discovered during troubleshooting that the reagent packs were not onboard the system. The root cause for this event is user error.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to multiple quality control results of zero (0) and/or having a calculated concentration above the highest calibrator for insulin, cortisol, and parathyroid hormone (pth) results generated by the access immunoassay analyzer. The erroneous results were not reported out of the laboratory. Patient treatment was not impacted by this event.